Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon followed his normal practice and orange indicator is at the bottom of green zone. Then the doctor fired the stapler as usual and press the firing trigger; however, the firing motion was stopped by plastic washer, it is abnormal to him. Noted that he always uses both hands to fire the stapler. Then he kept holding a trigger and released the traction of purse-string suture and forcedly closing a trigger further, but failed. As a result, half wing is formed and the other half's staple is not formed. A suture stitch is used to close the gap. The doctor suspected that the hardness of plastic washer was harder than the normal one. So he cannot cut through the plastic washer. He did not experience this incident before. It is unknown how the procedure was completed. There was no consequence to the patient. The surgeon is very experienced in hemorrhoidectomy using pph.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were the donuts inspected to make sure that the tissue was completely cut? If not please explain the shape of the donuts? The donuts was inspected that only half was formed. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.